Manufacturer narrative:
On (B)(6) 2016 01:21 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). The device has been evaluated by a maquet field safety technician. A defective control board has been found. After replacement of the control board the failure could be resolved. Thus the failure could be confirmed. The defective control board ((B)(4)) was replaced. Functional check was successfully executed and the twin pump module was also cleaned. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
On (B)(6) 2016 01:05 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was stated that during service/maintenance it was detected that "card slave" mode could not be selected. Error message "blocked" appeared when trying to select "card slave" mode. (B)(4).